Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Concomitant med products and therapy dates: minimal access attachment device ((B)(6) 2019). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that the burr device broke off in the attachment device. According to the report, the burr device was not being secured by the attachment device; and that the attachment device may have some of the broken burr device stuck inside. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the attachment device and the reported condition that the cutter device broke off and was stuck inside the attachment device was confirmed. The attachment device was taken apart and it was noted that there was excessive corrosion, and medical debris in the locking mechanism assembly which prevented the lock tabs from releasing the cutter device which caused the failure. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition the cutter was received. It was determined that the cause for cutter getting stuck was likely due to debris and residue in the attachment device which prevented the lock tabs from moving into place. The cause of the medical debris and detergent residue buildup was due to improper cleaning (user error). If additional information should become available, a supplemental medwatch will be submitted accordingly.